Event description:
It was reported the patient had a loss of therapeutic effect related to retention that was gradual over the past month, and then overnight the patient lost all benefit. The patient had to have a catheterization performed to relieve the symptoms. The patient had been in the hospital for heart failure management and was originally going to be released on the day of the report, but the patient could not be released due to the retention issue. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Product ID 7435, serial# (B)(4), product ID 3889-33, lot# v223096, implanted: 2009-(B)(6), product typ lead, product ID 3889-33, lot# v223096, implanted: 2009-(B)(6), product ID 3095-10, serial# (B)(4), implanted: 2009-(B)(6), product typ extension, product ID 3095-10, serial# (B)(4), implanted: 2009-(B)(6). (B)(4).